Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a bipap device's sound abatement foam and caused exhaustion, dry throat, congestion, nasal/throat irritation or soreness, scar tissue on the lung and a partially collapsed lung. The patient did not report receiving any medical intervention. After the first attempt to have the device and components returned for evaluation, customer could not able to provide the information about device return. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 has been updated in this report.

Manufacturer narrative:
Additional information was received on feb 20, 2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging fluctuations with air pressure, machin uses all the water, humidifier seems to not work, nasal, throat irritation and soreness. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During external and internal investigation, the manufacturer observed dust-like contamination on the front panel, top enclosure, around the air inlet on the blower motor, and in the blower box. An unknown contaminate was observed on the flip door and rear panel. A keratin-like substance was observed around the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 0 error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust-like contamination and unable to address the patient's symptoms. Sections d8, d9, h2, h3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused exhaustion, dry throat, congestion, nasal/throat irritation or soreness, scar tissue on the lung and a partially collapsed lung. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.